Event description:
Initial results fot a pt cea was 1.26 ng/ml. When repeated, the result was 10.34 ng/ml. The incorrect result was not used to guide therapy. The field service rep was unable to confirm any malfunction of the system.